Manufacturer narrative:
The complaint sample was evaluated and the reported event was confirmed through physical evaluation. Visual inspection of the returned tasp exhibits signs of repeated use the anterior of the post has fractured off all pieces were not returned. The device history records were reviewed and no discrepancies were identified. Root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: tibial articular surface provisional; p/n: 42527900502, l/n: 62145795, tibial articular surface provisional; p/n: 42527000505, l/n: 63366974, tibial articular surface provisional; p/n: 42517400510, l/n: 62538403, tibial articular surface provisional; p/n: 42527900501, l/n: 62710614. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2019 - 02920, 0001822565 - 2019 - 02921, 0001822565 - 2019 - 02922, 0001822565 - 2019 - 02923.

Event description:
It was reported after sterilization that the instrument was fractured. There was no patient involvement.